Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2011, the patient experienced withdrawal symptoms of nausea, twitching and agitation with a slight increase in pain. There was a motor stall noted on (B)(6) 2011, in the event logs; however, the pump recovered from that motor stall. The patient's pump was replaced. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.